Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that she could not get her blood glucose levels under 300 mg/dl. The customer later called to report that her insulin pump has been giving repeated no delivery alarms. The customer changed the infusion set several times, but continued to get the alarm. Troubleshooting was performed, and the customer got the alarm again. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.